Event description:
In late 2008, the patient reported that 6-7 months ago, he experienced pain while inserting an infusion site. He stated that when he removed the infusion site the cannula was kinked. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.